Event description:
Reporter indicated that the site's programming sys was freezing at the interrogation successful screen. The site states that they have sent the handheld computer and associated flashcard back, however, the sys has not yet been rec'd by the MFR for analysis.